Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120279

Event description:
It was reported that the patient is experiencing inadequate relief from their scs system. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. It was determined the system was not providing patient with enough relief for their stomach pain and they are going to get a pain pump. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.